Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was not being completely displayed in the pump history. There was no reported impact to the customer's blood glucose level. Reportedly, the customer performed a pump reset to resolve the issue.